Event description:
It is reported that when dr attempted to remove a neck intraoperatively to adjust leg length, the stem came out without releasing the neck. Dr was able to rasp up to the next stem size and close successfully.

Manufacturer narrative:
Evaluation summary: no product or manufacturing information is available for review. The field age of the neck extractor assembly and frequency of use is unknown. Upon review, the kinectiv neck and m/l taper with kinectiv technology stem were designed to remain assembled when tensile force up to 500n is applied to separate components. This is a necessary design requirement to prevent disassembly of the components in vivo. Hence, it is most likely that the impact force applied to the neck extractor assembly was in the same direction as the axis of the bone, and resulted in the kinectiv neck and ml taper assembly to be removed rather than a kinectiv neck disassembling from the implanted stem. However, the exact cause of the current situation can not be conclusively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to be reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.